Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was allegedly no damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box showed evidence of a voltage drop and replace battery alarms. A ¿battery life¿ issue was not duplicated during investigation. The battery cap was able to fully tighten. Unrelated to the original complaint, the battery compartment was observed to be cracked in the thread area and below the grip pad. There was evidence of moisture contamination found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was evidence of additional moisture contamination inside the pump on the battery canister. The current draws were within specifications. Unrelated to the original complaint, the pump was returned with the battery cap to a dim discolored display. (B)(4).